Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient had their leads replaced (refer to manufacturer's report# 3004209178-2013-06060) the leads did not stay in place. It was reported they "put in a paddle lead to anchor it in place." It was noted this had occurred shortly after implant. The patient had reportedly not had a problem since.